Manufacturer narrative:
The device was not returned to manufacturer. As a result, the reported incident cannot be confirmed.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results in a supplemental report.

Event description:
On (B)(6) 2019 the user was made aware that the sensor has to be removed due to early sensor retirement.